Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine (concentration unknown) at 2mg/day and marcaine (concentration and dose unknown) via an implantable pump for non-malignant pain. The patient's medical history was unknown. The patient's concomitant medications included plavix. On an unknown date, it was questioned whether there was an infection. On (B)(6) 2016, the pump was removed and the remaining catheter was tied off. A new pump was not able to be re-implanted due to the inability to close the pocket after scar tissue removal. The patient had taken their plavix the day before the procedure, so they had some issues with bleeding in the pocket and the surgeon did not want to proceed with making the pocket bigger due to the risk of hematoma post-operatively. Wound cultures from the pocket showed no active infection "during the operating room (or)." The patient was to recover and they planned for a new pocket and pump at a later date. As of (B)(6) 2016, the issue was resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.